Event description:
A cracked touchscreen incident was reported involving a pump where the screen was broken and unresponsive. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to operate, charge, and be recognized by a computer despite the screen issue. The device is being returned with an expected return date, and a replacement pump has been designated with a new serial number.